Event description:
It was reported that the patient experienced headaches. The physician found that the patient had acquired an epidural hematoma. The physician surgically decompressed the hematoma and the patient recovered without sequelae.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.